Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, 2.75x26mm, concentric target lesion was located in the moderately tortuous left anterior descending artery. After advancing a non-bsc guide catheter, a non-bsc wire was crossed the lesion. Following pre-dilation with a 2.5x9mm maverick balloon catheter, residual stenosis was noted at 60%. A 28 x 2.75mm promus premier drug-eluting stent was implanted and post-dilated with a 2.75x12mm quantum maverick balloon catheter. A proximal dissection was noted and another 3.0x16mm promus premier was used to cover the dissection to complete the procedure. No further patient complications were reported and the patient status was stable. The physician considered the dissection related to the 28 x 2.75mm promus premier.